Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that device battery has problem. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The device was operational after the battery was replaced. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device exhibited a battery problem. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.